Event description:
His one touch ultra meter was reading inaccurately erratic. A patient reported blood glucose results of 333mg/dl and 135 mg/dl with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The patient also reported a damaged test strip po9rt and that the test strip "peels and crumbles" as he pulls it out after a blood test. There were no misuse of the product and the patient did not receive any medical attention. A replacement meter was sent to the lay user/patient.